Event description:
During surgery while in cut mode, the unit self-activated. Surgeon was performing an arthroscopic surgery using an arthrex hand piece. Pencil was inside pt at the time when the unit activated - pt was not injured.